Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient's extension was found to have low impedances. It was suspected that the extension had fractured. In turn, surgical intervention may take place to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.